Event description:
It was reported that the device was removed due to infection. The infections were in the surgical site. Actions required as a result of the event included hospitalization and explant. The patient¿s status at the time of report was alive with no injury. There was drainage/incisional wound opening and an infection. Antibiotic treatment was necessary. Diagnostic methods included examination/palpation. The lab work results showed positive for moderate growth of staphylococcus aureus. A CT scan with contrast showed fluid adjacent to tunneled leads and left chest may reflection seroma or infection. The etiology was implantable neurostimulator (ins) pocket, lead/extension tract, electrode contact, and burr hole site. The event was related to the device or therapy and unlikely related to the implant procedure. Signs and symptoms included redness, swelling, and drainage. The event was noted as severe. The event resulted in in-patient hospitalization and necessitated medical or surgical intervention. The outcome was ongoing.

Event description:
Additional information indicated the patient was clear of the infection and the intravenous vancomycin was stopped. The event was considered resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0nehm, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type extension; product ID 3387s-40, lot # va0nehm, implanted: (B)(6) 2015, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).